Event description:
The patient received two leads with the same lot number. It was reported the patient was unable to feel stimulation in both legs. The sjm representative met with the patient for reprogramming and was able to provide some stimulation coverage. X-rays were taken but did not reveal any anomalies. Follow up identified the patient had once again lost stimulation coverage. It was reported surgical intervention would be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.